Event description:
This is report 3 of 3 for the same event. It was reported that during a lumbar laminectomy (level l-3) surgical procedure, it was discovered that the attachment device "was not holding the burr", the hand control device "was hard to control because something seemed loose", and the motor device "was not holding the attachment¿. There were no delays to the planned surgical procedure as identical spare devices were available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was not confirmed. A functional assessment was performed and the device passed all operational specifications. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.